Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the sheath began to peel and crack during insertion, then breaking off. The clinician had to carefully back out as the sheath was breaking apart. No foreign material was left in the patient. There was no negative patient outcome. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The lot number is unknown. Potential lot number is 13f16l0122.

Event description:
The customer alleges that the sheath began to peel and crack during insertion, then breaking off. The clinician had to carefully back out as the sheath was breaking apart. No foreign material was left in the patient. There was no negative patient outcome. The patient's condition is reported as fine.